Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The bottom surfaces of the five set screws were analyzed under a microscope; none of them exhibited "windshield wiper" abrasions, which indicate ideal contact with the rod. The set screws also passed a functional inspection with the subject pedicle screws, indicating that the set screws were not likely cross-threaded. The pedicle screws were also analyzed, several of which exhibited very subtle abrasions on their anvils (the component that is in contact with the rod), indicating that the set screws may not have been torqued properly. The surgeon reportedly did not use reduction instrumentation. This may have contributed to this incident, as the clamping force on the rod decreases with increased resistance on the set screw due to rod reduction without reduction instrumentation. In closing, based on our observations and the information provided by the agent, the surgeon's technique likely contributed to this incident. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends. Related to 3004774118-2017-00012.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which backed-out set screws were removed. The patient reportedly had set screws back-out approximately 3 months post-op. Revision surgery took place (B)(6) 2017. (Related to 3004774118-2017-00012).